Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024, where the ipg was moved from right flank to left flank and thereby restoring therapy

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported that patient was experiencing pain and soreness at the ipg pocket site due to the ipg pushing against her skin and flipping. As a result, to address the issue patient may be pending surgical intervention at a later date.